Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients was hospitalized for hyperglycemia. The patient reported they realized they had hyperglycemia due to experiencing heavy feet, weakness and feeling heavy. The patient then experienced dizziness and went to the hospital by an ambulance. The patient was treated with an insulin syringe and an infusion (unknown). Stayed only for some hours, did not stay the whole night. The pod was worn between 36 and 48 hours on the arm.